Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care provider (hcp) reported via a manufacturer representative that they decided not to implant the extension because the extension had an normal aspect in the side of the implantable neurostimulator (ins) connection. The distal end of the extension was abnormally curved and the extension was not fitted so the hcp questioned the functionality. The extension was not implanted and another extension was used to finish the surgery, there was no problem for the patient. No patient symptoms were reported. No patient injury was reported. The issue was resolved at the time of this report.

Manufacturer narrative:
Analysis of the extension, model 37086-60, serial no. (B)(4), found no anomalies. Inserted known good lead into distal end of extension. Also inserted proximal end of extension into known good ins. No issues found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.